Event description:
Event description boston scientific received information that shortly after this implantable cardioverter defibrillator (ICD) was implanted, it recorded pacing impedance measurements of greater than 3000 ohms exhibited by the chronic ventricular implantable lead. The impedance measurements at implant had been within normal range.